Event description:
The customer reported that when the surgeon used the device to seal the mesentery tissue, bleeding occurred although the generator provided an end tone indicating a completed seal cycle. A new device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. Add'l questions in regard to the incident have also been asked. When the device eval is complete or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.